Event description:
It was reported the telemetry device lost connection to the central station, during which time the patient developed ventricular tachycardia. The patient was in the restroom at the time of the reported lost connection. Nursing staff determined the arrythmia had occurred when checking rhythm strips after the issue had occurred. Clinical application reviewed the logs and rhythm strips, revealing telemetry was functional with no malfunction detected. The central station did not alarm for ventricular tachycardia due to suspected ECG signal quality issues, for which education was provided to the customer on how to improve this signal quality. There was no report of actual harm or patient impact associated with this complaint.

Manufacturer narrative:
E1 reporting institution phone number: (B)(6). Analysis was performed by the remote service engineer (rse) and clinical application specialist (cas), who reviewed the log files and strips. Telemetry was found to be functional, no device malfunction detected. The cas suspected ECG signal quality issues, for which education was provided to the customer on how to improve this signal quality. Medical safety review of the strips identified the st/ar algorithm compares the patient's dominant "normal" beat with incoming beats to match. It expects a ventricular beat to be wider and to look different from the "normal" beat. In this case, if you look at the beats before the run, and compare with the beats during the event, they are very similar. Hence why the algorithm will consider these beats are otherwise "normal" but earlier than expected, leading to the supraventricular or "s" classification.' The results of the analysis indicate there does not appear to be any malfunction; however, it cannot be determined whether the device caused or contributed an event. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem is unknown.